Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain occurring within days of essure placement/ pelvic pain (severe and persistent, itching, burning, stiffness and aching)") and weight increased ("weight gain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included gravida ii, parity 1 and miscarriage. Concurrent conditions included obesity, hernia, thyroid disorder, gerd and emotional distress. Concomitant products included medroxyprogesterone acetate (depo-provera) in (B)(6) 2014 for contraception, sertraline hydrochloride for emotional distress, esomeprazole for gerd and levothyroxine for thyroid disorder. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reactions to nickel/ hypersensitivity reaction to nickel or any other component of essure / allergic reaction on torso and upper body") with rash and urticaria, dizziness ("dizziness"), abdominal distension ("bloating"), swelling ("swelling"), depression ("depression"), pruritus ("itching"), arthralgia ("joint pain (severe and persistent, itching, burning, stiffness and aching)"), joint stiffness ("joint pain (severe and persistent, itching, burning, stiffness and aching)") and pain ("allergic reaction on torso and upper body/torso pain (severe and persistent, itching, burning, stiffness and aching)"). In 2014, the patient experienced stress ("stress") and anxiety ("anxiety"). On an unknown date, the patient experienced weight increased (seriousness criterion medically significant), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with essure removal), surgery (duodenal switch on (B)(6) 2015 for hernia repair and to lose weight) and alternative therapy (electric therapy for joint pain (severe and persistent, itching, burning, stiffness and aching)). Essure was removed on (B)(6) 2014. In 2014, the pelvic pain, weight increased, allergy to metals, dizziness, abdominal distension, swelling, pruritus, arthralgia and pain had resolved. At the time of the report, the depression, stress and anxiety had resolved and the joint stiffness, mental disorder and back pain outcome was unknown. The reporter considered abdominal distension, allergy to metals, anxiety, arthralgia, back pain, depression, dizziness, joint stiffness, mental disorder, pain, pelvic pain, pruritus, stress, swelling and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). 2014: t.r.u.e. Test (thin-layer rapid use epicutaneous patch test) - result showed she was allergic to nickel, methyldibromo glutaronitrile, phenylenediamine and budesonide. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pain occurring within days of essure placement/ pelvic pain (severe and persistent, itching, burning, stiffness and aching)') and weight increased ('weight gain') in an adult female patient who had essure (batch no. B71770) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included gravida ii, parity 1 and miscarriage. Concurrent conditions included obesity, hernia, thyroid disorder, gerd, emotional distress, menorrhagia, dysfunctional uterine bleeding and endometriosis. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 for contraception, sertraline hydrochloride for emotional distress, esomeprazole for gerd and levothyroxine for thyroid disorder. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reactions to nickel/ hypersensitivity reaction to nickel or any other component of essure / allergic reaction on torso and upper body") with rash and urticaria, dizziness ("dizziness"), abdominal distension ("bloating"), swelling ("swelling"), depression ("depression"), pruritus ("itching"), arthralgia ("joint pain (severe and persistent, itching, burning, stiffness and aching)"), joint stiffness ("joint pain (severe and persistent, itching, burning, stiffness and aching)") and pain ("allergic reaction on torso and upper body/torso pain (severe and persistent, itching, burning, stiffness and aching)"). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced stress ("stress") and anxiety ("anxiety"). On an unknown date, the patient was found to have weight increased (seriousness criterion medically significant) and experienced mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition") and back pain ("back pain"). The patient was treated with surgery (duodenal switch on (B)(6) 2015 for hernia repair and to lose weight and hysterectomy with essure removal) and electric therapy for joint pain (severe and persistent, itching, burning, stiffness and aching). Essure was removed on (B)(6) 2014. In 2014, the pelvic pain, weight increased, allergy to metals, dizziness, abdominal distension, swelling, pruritus, arthralgia and pain had resolved. At the time of the report, the depression, stress and anxiety had resolved and the joint stiffness, mental disorder and back pain outcome was unknown. The reporter considered abdominal distension, allergy to metals, anxiety, arthralgia, back pain, depression, dizziness, joint stiffness, mental disorder, pain, pelvic pain, pruritus, stress, swelling and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Pregnancy test urine - on an unknown date: results: negative; on (B)(6) 2014: a urine pregnancy test was performed today and the result was negative. 2014: t.r.u.e. Test (thin-layer rapid use epicutaneous patch test) - result showed she was allergic to nickel, methyldibromo glutaronitrile, phenylenediamine and budesonide. Most recent follow-up information incorporated above includes: on 22-jul-2020: mr received. Lot number was added. Dob was updated. Reporter was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pain occurring within days of essure placement/ pelvic pain (severe and persistent, itching, burning, stiffness and aching)') and weight increased ('weight gain') in an adult female patient who had essure (batch no. B71770) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included gravida ii, parity 1 and miscarriage. Concurrent conditions included obesity, hernia, thyroid disorder, gerd, emotional distress, menorrhagia, dysfunctional uterine bleeding and endometriosis. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2014 for contraception, sertraline hydrochloride for emotional distress, esomeprazole for gerd and levothyroxine for thyroid disorder. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergic reactions to nickel/ hypersensitivity reaction to nickel or any other component of essure / allergic reaction on torso and upper body") with rash and urticaria, dizziness ("dizziness"), abdominal distension ("bloating"), swelling ("swelling"), depression ("depression"), pruritus ("itching"), arthralgia ("joint pain (severe and persistent, itching, burning, stiffness and aching)"), joint stiffness ("joint pain (severe and persistent, itching, burning, stiffness and aching)") and pain ("allergic reaction on torso and upper body/torso pain (severe and persistent, itching, burning, stiffness and aching)"). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced stress ("stress") and anxiety ("anxiety"). On an unknown date, the patient was found to have weight increased (seriousness criterion medically significant) and experienced mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition") and back pain ("back pain"). The patient was treated with surgery (duodenal switch on (B)(6) 2015 for hernia repair and to lose weight and hysterectomy with essure removal) and electric therapy for joint pain (severe and persistent, itching, burning, stiffness and aching). Essure was removed on (B)(6) 2014. In 2014, the pelvic pain, weight increased, allergy to metals, dizziness, abdominal distension, swelling, pruritus, arthralgia and pain had resolved. At the time of the report, the depression, stress and anxiety had resolved and the joint stiffness, mental disorder and back pain outcome was unknown. The reporter considered abdominal distension, allergy to metals, anxiety, arthralgia, back pain, depression, dizziness, joint stiffness, mental disorder, pain, pelvic pain, pruritus, stress, swelling and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Pregnancy test urine - on an unknown date: results: negative; on (B)(6) 2014: a urine pregnancy test was performed today and the result was negative.. 2014: t.r.u.e. Test (thin-layer rapid use epicutaneous patch test) - result showed she was allergic to nickel, methyldibromo glutaronitrile, phenylenediamine and budesonide. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.